Event description:
It was reported that a spectrum pump had "downstream occlusion pressure too low" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed downstream occlusion testing. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor which was out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.